Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range, and pacing capture threshold in the rv (right ventricle) was elevated. Right ventricular capture threshold spikes out of range (B)(6) 2016, then returned to approx. 2v thereafter. Right ventricular pace impedance steadily increases from 1140 to 2945 ohms between (B)(6) 2015 and (B)(6) 2016.

Event description:
It was reported that there was a lead alert to due high impedance on the right ventricular (rv) lead. It was also noted there was increased impedance and elevated threshold. The lead was abandoned and replaced. No patient complications have been reported as a result of this event.